Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 418 mg/dl at the time of the incident and the current blood glucose level was 259 mg/dl. The customer stated that troubleshooting was completed for the high blood glucose. The customer stated that her high blood glucose was normal and she did not consider that hyperglycemic. The customer declined the troubleshoot for the high blood glucose. The customer was treated with the insulin pump. The insulin pump will not be returned for analysis.